Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was unable to be reviewed as no part/lot code combination was provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at this time of this reporting.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address loosening attributed to massive glenoid bone loss. The bone was completely resected and the implants were removed. The patient currently has a girdlestone while awaiting custom implants. No further information is available at this time.